Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing poor coupling while recharging. The patient stated his implantable neurostimulator (ins) was half discharged and he could only get 2 coupling bars when trying to charge using a new implantable neurostimulator recharger (insr). The patient stated a manufacturer representative told him to not let the battery become discharged. The patient's incisions healed up, but he still had stitches; their healthcare professional wanted to leave the stitches in temporarily. Follow-up indicated the stitches were taken out and it was confirmed that patient was having poor coupling issues. An antenna was sent and poor coupling was still experienced. The patient has been sent a replacement insr after the patient confirmed the ins feels snug in the pocket site and is flat against the skin. Additional information was received reporting that the patient had an x-ray perform. Based on the reviewed imaging and the orientation of the battery, the ins appears to be flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.